Manufacturer narrative:
On 26-apr-2021, after secondary review of the file, mentor became aware of omitted information in the initial report. The patient also experienced bilateral implant gel bleed. Manufacturer¿s reference number: (B)(4). B1. Is product problem: selected.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with 350cc smooth mentor memorygel breast implants experienced bilateral grade IV capsular contracture postoperatively. Capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent explantation without replacement on (B)(6) 2021. This medwatch report is for the left-sided implant.